Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump populated with incorrect rate for andexanet at a rate faster than the ordered rate was confirmed within the received ikp report within the emails during the investigation. Inspection could not be performed as no devices were returned for investigation. Testing could not be performed as no devices were returned for investigation. A pre-populated infusion was started on (B)(6) 2024 at 10:41 pm with a vtbi of 100 ml, a dose of 4 mg/min, a rate of 24 ml/hr, a concentration of 10 mg/ml and a drug name ¿andexxa¿ for an adult profile and a continuous infusion setup. After 195 seconds at 10:44 pm the infusion was stopped. A primary volume infused (pvi) of 1.29 ml was recorded. One (1) second later at 10:44 pm a pre-populated infusion was started with a vtbi of 400 ml, a dose of 400 mg/min, a rate of 80 ml/hr, a concentration of 10 mg/ml and a drug name ¿andexxa¿ for an adult profile and a bolus infusion setup. The infusion was paused after 633 seconds at 10:55 pm. A pvi of 15.4 ml was recorded. The infusion was stopped at 11:20 pm. The cause for the remote IV order increasing the dose of andexxa was not able to be identified during the investigation. The alaris system with guardrails suite mx v9.33 user manual states: pre-population of infusion parameters reduces the number of programming screens and key presses required with manual programming. There are no differences in programming screens, prompts or the user interface between an alaris system with interoperability and an alaris system without interoperability. The implementation of interoperability does not preclude a clinician from manually programming the alaris system. Manual programming is required in the event of a failure in any component of the interfaced system. The alaris system with guardrails suite mx v9.33 user manual recommends reviewing and verify that all parameters pre-populated on the alaris system are correct prior to starting the infusion. The devices were in use for treatment purposes as intended per 21cfr 820.198 (d)(2). Root cause: the root cause for the report that the pump populated with incorrect rate for andexanet IV low dose could not be identified during the investigation; however, the previous remote IV order was at the reported intended rate of 24ml/h and infused a volume of 1.29ml. The devices were not returned for investigation and the event logs were not provided for keypress replication. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was recorded as infusing andexanet (1000mg in 100ml) at a rate faster than the ordered rate. The andexanet was ordered to infuse at a rate of 24ml/hour, however the infusion was recorded at a rate of 80ml / hour. There was patient involvement and no harm.